Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie 3.2 was failed and was not detected on bus. A field service engineer (fse) found that the half height drawer 3.2 cubies were off the bus and the unit was powered off. The row board connectors were reseated, and the hardware test application test passed. The customer had also completed the medication inventory in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie failed and was not detected on bus. Additionally, drawer 3.2 displayed a failed to close message even though the drawer was already fully closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.